Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-07374. Related manufacturer reference number: 2017865-2020-07375. Related manufacturer reference number: 2017865-2020-07376. It was reported that the implantable cardioverter defibrillator had worn down the patient's skin at the site of implantation. The device and leads were explanted and not replaced. There was no sign of infection.

Manufacturer narrative:
Updated sections - d10, h3, h6, h10. Analysis was normal. No anomalies were found.